Manufacturer narrative:
The insulin pump was received with no vibration during self-test due to broken vibrator wire (red). Pump was unable to prime and unable to perform occlusion test due to cracked end cap. Pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 350 mg/dl at the time of the incident. The customer treated with manual injection. The customer stated that the pump fell out of his hands and hit the ceramic tile floor. The customer stated that the vibration mode stopped working. The customer noticed a crack in the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.